Manufacturer narrative:
The recipient reportedly experienced loss of lock.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device was reportedly lost and will not return to the company for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.